Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "over infusion." Customer information: drug: epoprostenol, infusion therapy: 1,6 ml / h über 48 stunden. Nurse felt it was over infusing. Additional information received from user facility: the patient became unwell with low blood pressure and required additional monitoring and inotrope support to stabilise his condition.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files were read out and analyzed. The described infusion therapy were found on the day of occurrence. A space line was selected and a volume of 100ml was selected. The infusion started with a rate of 1,6ml/h at 16:46 pm. On the next day at 11:21 am the infusion stopped by the customer. No other abnormalities were found. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. No damages on the housing parts could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,06 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). During an inside investigation of the device some dry residues of liquid could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. A product deviation could not be found.